Event description:
It was reported that the distal end of the inner sleeve was splayed at the distal end. The surgeon was reducing the rod when the skin tightened against the instrument and bent the tip which forced the tip off the screw. Although the instrument was used intraoperatively, no pt complications were reported.

Manufacturer narrative:
(B) (4). The product was returned for analysis. Visual examination found the tip of the reduction inner sleeve was bent. It appeared that the sleeve was subjected to excessive force which may have caused the tip to bend. A review of the device history records found no additional info that would indicate a non-conformance to specification.